Event description:
Pt receiving hydromorphone pca -via alaris infusion pca pump; nurse was called into room a couple of times for occlusion alarms. When troubleshooting noticed that about 10 ml of the drug had seeped over to the other side of the plunger. At this point, the nurse called the pharmacist into the room and they verified that there seemed to be a problem with product integrity and recommended changing the system. Since the pt was in isolation for vre, they double bagged the syringe with the attached IV tubing and sent it down to the pharmacy vault for me to examine and report on today. The pt's pain control was not compromised. It doesn't appear. The settings on the pca were this: concentration 0.2 mg/ml, pca dose 0.2 mg, lockout interval 6 mins, 6 mg 4 hours lockout interval, no continuous infusion. Dates of use: (B)(6) 2011.